Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 28 apr 2025 rather than 01 may 2025.

Event description:
It was reported that the patient's entire system was explanted due to vegetation on right ventricular lead discovered via echocardiogram. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.